Event description:
Sever headaches [headaches], low platelets [platelets decreased], high zinc [zinc high], neuropathy [neuropathy], extreme fatigue [fatigue], inability to get good sleep [poor quality sleep], loss of smell [loss of smell]. Case description: this case was reported by a consumer and described the occurrence of headache in a (B)(6) male pt who received denture adhesive powder-double salt (poligrip) oral powder for dental prosthesis placement. Previously administered products included unspecified anti-depressive. Concurrent medical conditions included diabetes. On and unk date, the pt started poligrip. On an unk date, an unk time after starting poligrip, the pt experienced headache (serious criteria hospitalization), platelets decreased, zinc high, neuropathy, fatigue, poor quality sleep and loss of smell. On an unk date, the outcome of the headache, platelets decreased, zinc high, neuropathy, fatigue, poor quality sleep and loss of smell were unk. It was unk if the reporter considered the headache, platelets decreased, zinc high, neuropathy, fatigue, poor quality sleep and loss of smell to be related to poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences.

Manufacturer narrative:
Verbatim test: of note, this is a legal case "I have used denture fixatives for many years and have been happy with the results. I just didn't know the zinc content could affect my health. Secondly, I have visited my doctor and had blood tests which have now come back. My platelets are low and she has no explanation for this also zinc content is on the high side 17 upper limit is 21 so within the guidelines, but she pointed out it is now 4 years since the denture fixatives contain no zinc. She is trying to find out if there is a test to see if my neuropathy is caused by my diabetes of other factors. She is very interested to hear about the zinc that was in your products and will now question other pts that have had unexplained problems. Proving that my health problems are down to too much zinc in my body in the past. I am realistic knowing this would be difficult. I have been hospitalized with severe headaches in the past, a brain tumor was talked about but no explanation was found. Of course no blood test was done for zinc content. I have suffered from extreme fatigue, tiredness but unable to get a good night's sleep. Lately the neuropathy has been troubling me. I have been twice to see a specialist. The only drugs they can offer are anti-depressives which do not agree with me. I also suffer from loss of smell. All the symptoms I have expressed can be attributed to too much zinc in the body. I am (B)(6) and it would be too stressful."